Event description:
It was reported that during a lap hysterectomy, while working on the left side of the uterus on the broad ligament, the shear overheated, melting the plastic base on the instrument. The pt had edema and swelling of left ureter post-operatively. Blood noted in urine post-op. When ivp done in 2004, it showed high grade obstruction on the left with some flow into the bladder from the left ureter. Pt had beginning stage of hydronephrosis. A stent was attempted to be placed, but could not place due to obstruction. Pt was transferred to tertiary care facility. Did a nephrostomy tube placement at other facility. Pt diagnosed with hydronephrosis of left kidney. Pt had post-op fistula to vagina and is having urine drainage which requires additional corrective surgery. Pt to have had surgery two weeks ago, but had anesthesia complications. Pt had to be brought out of anesthesia and fistula repair was unable to take place. Device is being retained by hospital.